Manufacturer narrative:
The reported events of unacceptable threshold, sensing anomaly, and high pacing impedance were not confirmed. A complete lead was returned in one piece with all tines were intact and undamaged. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited high capture threshold, unspecified sensing issue and high pacing impedance. The atrial lead was not used and replaced. The patient was in stable condition.